Event description:
It was reported that this patient received proper device shock therapy from this implantable cardioverter defibrillator (ICD) device. Upon request of the patients family, device shock therapy was then programmed off as they no longer wanted the patient to receive aggressive treatment. The device was noted to be near elective replacement indicator (eri) status. Subsequently three days later, the attending physician attempted but was unable to interrogate the device. It was noted there was potential interference from other machines around the patient, so the physician attempted to perform a device interrogation in a different location, but interrogation was still unsuccessful. The cause of the inability to interrogate the device could not be identified. It was indicated that pace therapy remained available to the patient and the patient was noted to have an intrinsic rhythm. Additional information from a boston scientific representative (rep) indicates the patient subsequently passed away a few weeks later. There were no adverse patient effects related to the inability to interrogate the device.